Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as feeling like their back was on fire. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist took samples of the irritation on the patient¿s back. Follow up indicated that the skin irritation improved.